Event description:
The customer reported that the brake handle that holds the c-arm in place is loose. No pt injury was reported

Manufacturer narrative:
The sys was repaired, found to be operating as intended, and released to the customer for use.